Manufacturer narrative:
Section h3: device was returned in a condition which made evaluation impossible. The customer had returned test strips which had been previously dosed.

Event description:
It was reported the patient received the following results within 15 minutes: 49 mg/dl and 114 mg/dl.